Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed battery and prime anomaly. The customer¿s blood glucose level unknown. The customer stated that the insulin pump was diminished battery less than 1-2 weeks and rejected the battery. It was reported that they had unexplained no delivery alarms and the insulin squirts insulin during priming. The insulin pump will not be returned for analysis.